Event description:
Intera oncology was notified by a physician that during inpatient refill the pump residual volume was 5cc. The clinic planned for the first outpatient refill on (B)(6) 2025. According to the physician, "on (B)(6) 2025, pump fill with 26cc remaining, so flow rate appeared to return to near normal." In addition, the patient did not experience an adverse reaction.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The device remains implanted and in use. Therefore, the root cause is inconclusive.